Manufacturer narrative:
Product event summary: data files were received and analyzed. The log files returned from the field were reviewed. Five video files were returned from the field. Video 1showed the setup and start of mapping. Video 2 showed the completion of the mapping and start of ablations. Video 3 showed more ablations with a few yellow warnings but never opened to view what they were. Videos 4 and 5 showed more ablations. In conclusion the reported issue (steam pop) could not be assessed through data analysis. The catheter was not returned to medtronic for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that it was unknown if an audible noise was heard when the steam pop occurred. The case was reported to be completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that it was unknown if an audible noise was heard when the steam pop occurred. The case was reported to be completed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred during radiofrequency (rf) ablation delivery 102 on the lower anterior right atrial septum. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.